Event description:
Pt was implanted with infuse bone graft in (B)(6) 2001. Soon after the surgery he began experiencing severe discomfort, pain radiating to his legs, difficult ambulation and infections. Patient says he developed an infection post-op, evidenced by purulent cheese-like discharge from the incision site. He is presently taking very powerful pain medications and is disabled. He cannot sit or stand for more than 20 minutes. He has had x-rays done and following physician says he had a bad procedure done back in (B)(6) 2001.